Manufacturer narrative:
(B)(4).

Event description:
It was reported, "stylet tip compromised, wire coming loose." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the account; however, no response or additional information was received.